Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level exceeded 500 mg/dl, though the specific value was unknown as it displayed "high." To address the elevated blood glucose, the customer administered a correction bolus via the pump and did not require third-party assistance. Tandem technical support provided the caller with information to reset the pump and assisted in the reset process. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump, with instructions to call back if the malfunction code appeared again.